Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: based on the performed product evaluation, it was possible to determine the cause of the reported difficulty concerning the release from the bottom cap. The evaluation revealed that the bare stent was unable to be released due to be blocked by the suture loop as it likely was caught by a barb inside the bottom cap. It is worth taking into consideration that this product was deployed on table without introducing the system over a wire guide why in this case the deployment was not 100 % in accordance with the described sequence in the IFU. This complaint is being handled under the scope of internal actions where further investigation continues. No evidence to suggest that the device was not manufactured according to specifications cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. (B)(4). Manufacturer ref# (B)(4). (B)(4). Summary of investigational findings: based on the performed product evaluation, it was possible to determine the cause of the reported difficulty concerning the release from the bottom cap. The evaluation revealed that the bare stent was unable to be released due to be blocked by the suture loop as it likely was caught by a barb inside the bottom cap. It is worth taking into consideration that this product was deployed on table without introducing the system over a wire guide why in this case the deployment was not 100 % in accordance with the described sequence in the IFU. This complaint is being handled under the scope of internal actions where further investigation continues. No evidence to suggest that the device was not manufactured according to specifications cook medical will continue to monitor for similar events. .

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). B3) unknown as information was not provided. F9) unknown as date of event is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during deployment of distal component, the bare stent was stuck in cap. Additional information received 16may2017: deployment was an table deployment without use of wire-guide, in an unsterile environment. Patient outcome: happened during training, no patient contact.